Event description:
It was reported that a novum iq large volume pump under-infused norepinephrine during patient therapy in the operating room. It was determined that the rate of medication "being titrated needed to be increased to 100% or greater" thus a bolus of norepinephrine was initiated following the manufacturer recommendations. The device reportedly under-infused, depriving the patient from receiving the necessary dosage. The patient outcome was not provided. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.